Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the lead issue and high impedances was not determined. The patient (pt) reprogrammed around high electrodes on (B)(6) 2026. The issue was not resolved. Rep reported that the pt's health care provider (hcp) would replace the lead if the pt does not get adequate pain relief from avoiding the high impedance electrodes. The information provided was confirmed by the hcp.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). Rep reported new pain (unrelated to baseline); lead issue and high impedances.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6) implanted: (B)(6) 2023. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.